Event description:
The manufacturer sales representative reported that the device broke in half during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
No new information.

Manufacturer narrative:
Based on the original reported event, the event was assessed as likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury if it should recur. After completing our device evaluation, a detached lever assembly is not likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury and is therefore not reportable.